Event description:
Healthcare professional reported that approx 11 months post implant, the valve was explanted due to pannus formation. Pannus had formed over the opening of the greater orifice preventing the disc from closing. The valve was implanted at another facility. Md is not sure if non-compliance with anticoagulation played a factor in this event. The pt expired within 16 hours post-op. The valve was returned for analysis.